Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that damage or deterioration of parts due to wear and tear led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage from the bend stop there was no patient involvement.